Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The third part service agent replaced the defibrillation therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ and no ECG signal was observed when the defibrillation electrodes were connected to the patient. A backup device was used to successfully deliver a shock to the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. The patient was reported to be a (B)(6) year old male and was transferred to the emergency room.

Manufacturer narrative:
The initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ and no ECG signal was observed when the defibrillation electrodes were connected to the patient. A backup device was used to successfully deliver a shock to the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. The patient was reported to be a 64 year old male and was transferred to the emergency room.